Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the entire implant (tibia and talus) due to the patients stiffness and the excessive ho circumferentially around the present implant. The patient has already undergone soft tissues releases and mild debridement with no success. The physician wants to recut everything so they can get clean margins for the patient.

Manufacturer narrative:
Correction - b2, h6 clinical signs code. The reported event could be confirmed, based on assessment by medical expert. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon review of available CT scans medical expert opined that - with the provided CT scan the ho can be confirmed, although it is mainly located medially and laterally. The tibial component looks good, while the talar component shows radiolucence and some cysts as the anterior aspect. Loosening or migration can not be confirmed. Summarized, the reported stiffness is possible, but as it is a clinical finding, can not be confirmed with the CT scan. Ho is not related to a device it might be a result of the treatment - when bone substance is not carefully washed out of the wound or due a patient related factor. However, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the entire implant (tibia and talus) due to the patients stiffness and the excessive ho circumferentially around the present implant. The patient has already undergone soft tissues releases and mild debridement with no success. The physician wants to recut everything so they can get clean margins for the patient.